Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor caller is an MRI technician who reported that the patient's device is non functional and has not working. And that the device was turned off because was not working. No symptoms were reported. No further complications were reported or anticipated.